Manufacturer narrative:
One fast-cath introducer was returned for analysis. The investigation confirmed resistance near the distal end of the dilator when a brk needle/stylet assembly was advanced through the reported dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming skiving.